Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Resistance and pressure tests were completed to assess lead electrical performance and insulation integrity. Measurements throughout these tests were within normal limits. Testing also confirmed no blockages within the lead's lumen, as a wire passed freely; additionally, no conductor fractures were identified. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations.

Event description:
Boston scientific received information that during the attempted implant of this left ventricular lead, high pacing threshold measurements were exhibited following lead placement. The physician attempted to reposition the lead at which time it was noted the guidewire was unable to be inserted and a lead fracture was suspected. The lead was removed and replaced in absence of any adverse patient effects and the procedure completed normally. The attempted implant lead was returned for laboratory analysis.